Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one power port MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The investigation is unconfirmed for reported leak issue as there was no damage noted on the catheter and there was no leak identified during functional testing.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6(method,result and conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement, the device allegedly had subcutaneous leakage. It was further reported that the port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the device allegedly had subcutaneous leakage. It was further reported that the port system was removed. There was no reported patient injury.